Manufacturer narrative:
The adaptiveclean brush head is an accessory to the sonicare power toothbrush. The brush head serial number is not available, as the product has not been returned for investigation. The manufacturing date is not available, as the product has not been returned for investigation.

Event description:
The consumer states that the bristles from their adaptiveclean brush head are coming out. No injury was reported.